Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient¿s right ventricular lead exhibited failure to capture and that the patient¿s pulse generator exhibited a possible failure of output. The patient¿s lead was capped and replaced on (B)(6) 2019 and the patient¿s device was removed and replaced. The patient tolerated the procedure and recovery well. There is no indication that the patient suffered any harm as a result of the event. Related manufacturer reference number: 2017865-2019-09576.